Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and indicated the criteria for the right ventricular lead integrity alert were met.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d234drg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2010; 4968-35 implantable pacing lead implanted: (B)(6) 2009; 6721s high voltage patch implanted (B)(6) 2010. (B)(4).

Event description:
It was reported a lead integrity alert (lia) was triggered. Technical service support review of the device data noted a suspected insulation breach for both atrial and ventricular leads. The cause of the lia was reported to be due to oversensing and non-sustained ventricular tachycardia episodes, some with noise. It was further reported there was known far field r-wave (ffrw) oversensing. The leads will be replaced in a future procedure in tandem with a planned medical procedure for the patient. The leads are being closely monitored and the integrity alert has been programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.